Manufacturer narrative:
A visual assessment of sample (a) confirmed the reported breakage. The anchor has broken distal to the suture slot. The break of the anchor is angular in nature and is bent. The broken portion was not returned for examination. The inserter was tested and found to function as intended. Due to the condition of the anchor dimensional assessment is prohibitive. Visual assessment of sample (b) showed the anchor is bent. The inserter was tested and found to function as intended. The inner shaft and tines of both devices show no damage. The conditions of the anchors indicate axial alignment was not maintained during insertion. Per the device IFU ¿ caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair¿. No root cause related to the manufacture of the device can be established for the reported failure. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that two pieces of bioraptor knotless mid anchor portions broke off from the shaft handle after a few gentle tap into lateral ankle bone. The surgeon redrilled three times and put in the 3rd piece of bioraptor for this surgery.